Manufacturer narrative:
The field service engineer found worn vacuum tubing on a rinse unit. The rinse unit was not providing any suction. The investigation determined the actions performed by service resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a creatinine value of 468 umol/l. The sample was repeated on two other analyzers, resulting with values of 213 umol/l and 210 umol/l. The creatinine reagent lot number was 499631. The reagent expiration date was requested, but not provided.